Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient has worsening heart failure and presented to a routine follow up. It was observed that the patient had received an inappropriate shock due to atrial fibrillation (af) that occurred during a ventricular fibrillation (vf) storm. The physician elected to hospitalize the patient, alter the patients medication to prevent af, and reprogrammed the device to resolve the event. The patient was stable with no additional consequences. Subsequently, the device was returned for disposal post explant. No explant information was provided at the time of removal.

Event description:
It was reported that the patient has worsening heart failure and presented to a routine follow up. It was observed that the patient had received an inappropriate shock due to atrial fibrillation (af) that occurred during a ventricular fibrillation (vf) storm. The physician elected to hospitalize the patient, alter the patient's medication to prevent af, and reprogrammed the device to resolve the event. The patient was stable with no additional consequences.